Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose as low as 56 mg/dl with symptoms of dizziness and unsteadiness. The patient was treated with carbohydrates. The reporter reviewed the pump history and found that the basal history did not match the active basal program. This was determined to be caused by the pump being suspended and the basal edit screen being accessed. The bolus history also appeared to be inaccurate. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump and there were variations in the pump¿s delivery history.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: there was one bolus in the pump history that wasn't fully delivered due to an error message. The other recorded days matched the delivered bolus amount with the expected bolus amount. The pump manually performed two 10 unit boluses and both boluses were accurately recorded in the pump history. The pump was exercised for 24 hours and recorded the total basal deliveries with no issues. The pump passed a delivery accuracy test and was found to be delivering within range.